Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set adhesive issue event on 28-feb-2026. The patient experienced that the infusion set detached due to sweat. No further information available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: spain.